Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f). Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of hi display using true metrix meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is yesterday. The meter memory was reviewed for previous test result history. Hi display 11/ 1113 820a fasting. 560mg/dl 11/12 1046a fasting. Customer only has two readings. Customer called regarding e-2 error message. Ccr rep educated customer and attempted to trouble shoot. While performing a blood test customer got hi as a result. Customer stated that he does not have any symptoms. Customer is storing strips properly. Customer was release from the hospital recently due to kidney transplant, customer is also on steroid medication for the surgery. Customer tested while in the hospital and blood sugar was in the 500'smg/dl. Customer received our meter yesterday and tested getting a reading of 560mg/dl fasting.